Event description:
It was reported that the left ventricular lead dislodged. The lead was explanted and replaced. The patients condition was fine following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.